Manufacturer narrative:
The customer was sent replacement connectors and breast shields. On (B)(6) 2018 the customer called back to medela llc and alleged that her pump still was not working properly and that she had a yeast infection, for which she was being treated with diflucan. Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not identify a specific failure. A replacement device and 27 mm breastshields were sent to the customer and return of her original device was requested for testing/evaluation. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2018 the customer alleged to medela llc that her pump in style breast pump started changing strength when she was pumping. She also alleged that one of the connectors was broken.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 05/07/2018 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's complaint of pump speed issue could not be confirmed. [(B)(4)].